Event description:
A hospital in (B)(6) reported via a distributor that they were unable to connect a heater wire adaptor to an rt227 infant breathing circuit. The reported fault was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt227 is not sold in the USA, but is similar to a device that is sold in the USA. The 510 (k) for the similar device is k020332. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.